Event description:
While using the resectoscope the tip of the sheath broke off in the patient. Physician had inserted the scope and a loop electrode. He was working on the tur-bt and saw a piece had broken off in the bladder. Physician was able to retrieve the broken piece and it fit perfectly on the resectoscope. There was no harm to the patient.